Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The other xience pro referenced is being filed under a separate manufacturing report number. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, de novo, mid to distal left anterior descending (lad) artery a 2.25 x 23 mm and a 2.25 x 15 mm xience pro stent were deployed, however, a side-edge dissection was noted at the stent overlap. A third xience pro stent was used as treatment and timi iii flow was maintained. The patient was reported as doing well. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.